Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observed water ingress in pca power connector during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5 as receiving information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observed water ingress in pca power connector during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned to the manufacturer for service due to an allegation of "CPAP melted". The complaint also noted the unit displayed a "check power source" message & discoloration to the bottom enclosure.r. There was no harm or inury reported. The CPAP was evaluated by the manufacturer's product investigation laboratory (pil) and the pil found no evidence of "CPAP melted", the pil did confirm there was rust/corrosion damage to the dc power supply dc output connector & the dreamstation dc input power connector (p4) due to water ingress to the power connectors. The inspection of the dreamstation found contaminants present in the air inlet filters. The inspection of the humidifier found water ingress to the heater plate shield. The heater plate was discolored indicating the heater plate was activated with no water present in the chamber. There is no evidence of the chamber leaking. Section e1 was incorrectly reported in previous report which is now correctly updated in this follow-up report.